Event description:
Patient fell when she sat on the rollator and the brake did not hold. She hit her head and bruised her buttocks. Patient was not sure what type of rollator she had, but would talk to her daughter. She did not require medical attention. During a follow-up phone call it was discussed that the rollator was a model# rl10041. Updated report: 11/15/06. Contacted patient and she is fine. The unit required a brake cable adjustment which is normally handled by the dealer or care giver but the patient requested a new rollator. Replaced unit for patient and previous rollator was returned.